Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A surgeon reported an overcorrection and axis displacement in left eye one week post lasik procedure at post operative week one, the patients refraction changed and the visual acuity has worsened. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of treatment. Review of the logfiles for the day of treatment shows no error messages or warnings during the complete day. During the start up the system passed successfully all initialization steps and conducted tests. The user performed 6 treatments on 3 patients on that day with no further energy check during the runtime of 4 hours (regular energy checks are required according to user instructions). All treatments were finished successfully, without interruptions and with activated eyetracker during the complete treatments. Also the monitoring of the energy shows no abnormalities. The logfile shows no deviations or abnormalities which can contribute to the reported issue. The reported overcorrection is based on auto-refractometer examination. Auto-refractometer readings might not express the real refractive properties of the cornea, since the refraction determined is limited to relatively small central optical zone. A subjective refraction is needed to determine the achieved refraction. The provided topography shows evidence of appropriately positioned ablation and symmetric appearance. The central irregularity might be related to flap creation and re-position, as well to healing reactions. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively.